Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss at different durations of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
It was reported that the insulin pump had low battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was calling back after previously completing low battery troubleshooting within one week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.